Event description:
It was reported per field service report: pump was on patient. Pump is less than 12 months old. Symptom - no augmentation on tag. No ECG or arterial pressure (ap). Findings/actions taken: could not reproduce either symptom. Found noise on ap transducer line when ac connected. Replaced front end board (feb) printed circuit board (pcb). Unit passed functional testing.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.